Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 09 may 2022, the distributor reported the additional information: the pump history was reviewed, the alleged power source alert was not confirmed. The pump functioned as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.